Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having issue with the sensor false low and false threshold suspend alarms. The customer stop using sensor and wanted to return the transmitter. Customer's blood glucose was unknown mg/dl. The customer had tried different sensor from the different lots and expiration dates and still has the same issue. The customer was advised that we send another transmitter.